Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds which resulted in loss of capture. Impedance changes were also noted, so the observations were suspected to be due to a lead issue. The rv lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.